Event description:
The physician was performing an iliac (intra-arterial infusion chemotherapy) procedure. He used two coils (from the same package) to embolize the right gastric artery. The first coil was successfully placed into the pt; however, when the physician attempted to place the second coil, he found the diameter size of the second coil was different from the first one. During the procedure, the second coil floated into the right gastric artery. The physician attempted to withdraw the coil, but failed. Therefore, he finally put the coil into left liver artery. He mentioned that the materials for the first and second coils are obviously different under fluoroscope. Additional info received in 2010, stated that the physician did not snare the second coil from the left liver artery because the liver artery has many collateral arteries. There was no relative harm. The physician used the third coil to finish the procedure. No adverse effects to the pt.

Manufacturer narrative:
Event still under investigation at this time.